Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, swelling, suspicion of malignant neoplasm in the capsule of right breast¿, "tingling (as an allergy)", "oval collection", "burning on breasts" and "folded, with contracture, encapsulated and with nodule."

Event description:
A patient reported they experienced the events of right side ¿pain¿, ¿swelling¿, ¿tingling (as an allergy)¿, ¿burning on breasts¿, ¿devices are part of the recall¿, ¿folded¿, ¿contracture, encapsulated.¿ patient later reported ¿small cystic image in the upper lateral quadrant of the right breast,¿ ¿oval collection located between the posterior margin of the right implant and the chest wall (seroma).¿ healthcare professional later reported capsular contracture, baker grade ii, ¿pain, paresthesia, capsule hardening,¿ and ¿suspicion of malignant neoplasm in the capsule of right breast.¿ patient additionally reported ¿nodule¿ not related to the device. " healthcare professional additionally reported ¿capsule tumor¿ not related to the device. The device remains implanted.